Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9568618) was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a new stent to complete the surgery. The unspecified microcatheter (mc) was not replaced. There was no patient injury reported. Additional event information received on 26-mar-2026 indicated that there was no resistance felt between the enterprise and the microcatheter prior to the premature deployment, resulting in the removal of the microcatheter and subsequent loss of cerebral target position. The microcatheter is from mv company, headway 21. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. The procedure was not delayed/prolonged due to the event.